Manufacturer narrative:
A lot history review (lhr) of rexg2223 showed no other similar product complaints from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The user found the product package damaged. (B)(6) 2014 - "the customer reports that there is a hole on the packaging."